Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where there was a sandstorm image due to damage on the circuit board in the scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had a sandstorm image. The issue occurred during inspection for use. There were no reports of patient involvement.